Event description:
Patient is female s/p repeat c-section who sustained post op pain so hydromorphone pca pump was ordered. Rn did not program the pump correctly. There was a 2nd rn who double checked the settings; however, error in programming noted at 0700 during shift change. The concentration dosage was misprogrammed. Patient received a total of 7.5mg from midnight until 0700. Patient was not in any respiratory distress or in danger of needing reversal agents. Order: hydromorphone 30mg in ns 30ml pca syringe 0.1mg/hr continuous basal rate, 0.1 mg incremental bolus dose with 10 minute lock out interval.